Manufacturer narrative:
The valve was not returned nor was imaging provided. The sheath was returned and no tears or other significant damage was observed. The information suggests that the observed bent valve strut likely did not occur while the valve was being advanced through the sheath. Based on the sheath condition and reported event, it is likely that the strut damage happened as the valve was exiting the sheath. It is possible that the valve was caught on some calcification or other obstruction in the vessel. If such an obstruction were present, it could also cause the observed difficulty advancing the delivery system through the sheath.

Manufacturer narrative:
(B)(4). Per the device¿s instructions for use (IFU), difficulty crossing the native valve may be due to anatomical and/or procedural factors, including heavy calcification, wire bias into commissures, horizontal aorta, tortuous thoracic aorta, flex catheter kinked, and incomplete bav. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. There may be cases in which the valve is not able to be deployed at the intended location for various reasons. This may require deploying the valve at a non-target location, typically in the descending aorta. Although, generally well tolerated, the long term effects are not completely understood. In this case, per report, patient (undetected calcium or plaque) and procedural factors (advancement of delivery system through sheath) contributed to the reported event. No device malfunction was identified in the report. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).

Event description:
During a transfemoral procedure, there was difficulty in advancing the nova flex+ delivery system through the sheath resulting in a bend on one of the struts on the inflow portion of the 23mm sapien xt valve. Normal resistance was noted while the valve was inserted into the partially expandable portion of the esheath. The resistance that was felt diminished greatly as the valve entered into the fully expandable portion. As the nosecone began to exit the sheath, it appeared as if a greater degree of resistance was encountered perhaps an obstruction. The delivery system continued to be advanced through the resistance. As the valve was still within the sheath, it appeared as if the delivery system began to buckle against the resistance. The delivery system broke free of the resistance and the delivery system and valve were quickly advanced through the sheath. As the crimped valve exited the esheath, it appeared as if the one of the struts on the inflow portion of the valve had become caught on an obstruction within the sheath or possibly outside the sheath in the abdominal aorta. One of the struts had become bent at a 90 degree angle to the valve. The physicians were not comfortable deploying the valve within the aortic annulus. It was felt that trying to withdraw the damaged valve in its present state would present a high risk for dissection or perforation. A 12fr sheath was inserted into the left femoral artery. An unsuccessful attempt was made to advance a 20mm bav adjacent to the valve and inflated partially to attempt to bend the strut back into position. An attempt to advance a 16fr dilator from the left groin and an attempt to push the strut back into position using the dilator was unsuccessful. The esheath was then withdrawn just below the aortic bifurcation. An abdominal aorta angiogram was performed and a spot was identified just superior to the aortic bifurcation. The diameter of the aorta at this point was 14mm. The valve was partially deployed using rvp. Great care was taken to prevent the damaged strut from impaling the aortic wall. The delivery system was then withdrawn and an angiogram was performed. The valve appeared well anchored in the aorta and no evidence of dissection or perforation were observed. The delivery system and esheath were removed, a new 16fr sheath was inserted. A 2nd 23mm valve was advanced carefully through the esheath. Similar resistance was felt at the superior portion/exit of the esheath. The delivery system was repositioned and was able to be advanced without resistance. Valve alignment was performed, the valve was advanced and deployed without issue. The patient left the room in stable condition. Per report, it was felt that the edge of the valve became caught on an obstruction while being advanced. It was unclear whether this obstruction was within the esheath (possibly a portion of the seam) or just superior to the exit of the esheath (possibly a piece of undetected calcium or plaque).